Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient experienced the symptoms approximately 3 weeks before replacement. Actual residual volume was about 5-6 cc's off of expected volume. The cause of volume discrepancy has not been determined. No further complication was reported.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 25 mg/ml; 17 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient experienced withdrawal symptoms since her last pump fill. The pump had a reservoir discrepancy of approximately 5-6ml. No known factors contributed to the issue. No known diagnostics were done prior to pump replacement. A dye study was performed to determine that there was a malfunction in the proximal portion of the catheter. The pump and proximal catheter segment were replaced on (B)(6) 2018. The explanted catheter was discarded. The catheter was connected to the new pump. Proper connections and cerebrospinal fluid flow were confirmed once the catheter was connected to the new pump. The pump will be returned to the manufacturer. Patient weight and medical history were asked but unknown. The issue was resolved. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
(B)(4). The pump and catheter was returned, and analysis found catheter body had significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The patient started experiencing symptoms 3 weeks before replacement. The actual and expected volume was unknown and the cause of volume discrepancy was unknown. The existing pump segment of the catheter was twisted and the pump had likely flipped previously. The physician was unable to aspirate from catheter access port. He then cut the catheter at the connection site, and observed solid cerebrospinal fluid (csf) flow. The hcp then he just replaced the pump connector segment. The cause of catheter malfunction was some sort of connection issue. That was replaced and the catheter was then working properly. No further complication was reported.